Manufacturer narrative:
Additional information: device manufacture date provided. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states.

Manufacturer narrative:
The axiem cable was returned to the manufacturer for evaluation. Continuity testing found an open on the universal serial bus (usb) end of the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Device manufacturing date is unavailable at this time. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a fess procedure there was no signal from the navigation system computer. Upon turning on the computer, it indicated no signal. The procedure was completed without the use of navigation. There was no delay to the procedure as a result of this issue and no impact on the patient outcome. After the procedure, the computer was replaced without resolution. When the axiem universal serial bus (usb) cable was disconnected, the computer started working. The axiem cable coating was observed to be broken and the conductors fractured.